Event description:
This event is reportable based on information received (B)(4) 2012, revealing the patient had to undergo an aortic valve replacement following a left ventricular tachycardia ablation procedure in which a cool path duo ablation catheter was utilized. It was initially reported two hours into the procedure, while mapping with a cool path duo catheter and the ensite catheter was replaced which resolved the issue. Additional information received on (B)(4) 2012, reveals while ablating in the left ventricle with the cool path duo large curve catheter the physician noted problems with the deflection and continuity of the catheter. The catheter was replaced with a cool path duo medium curve catheter. Following the procedure severe aortic insufficiency was confirmed by echocardiogram and cardiac catheterization. The patient underwent an aortic valve replacement and confirmation from the surgical procedure and pathology showed a tear in two of the aortic value cusps. The condition of the patient post procedure was listed as ok.

Manufacturer narrative:
One 7f cool path duo catheter was received for analysis. Visual inspection revealed no anomalies. The catheter steering mechanism was functional. The steering force measured to create a curve was within specification. The catheter created and held a curve which matched the required template. The reported steering issues could not be confirmed. Electrical continuity testing revealed that there was no continuity on electrode #4 and no EKG signal from bands pair #3 and #4 confirming the reported continuity issues. The catheter was dissected at the electrode area revealing conductor wire broken at the band spot weld joint causing no continuity and finally no EKG signal from the pair of bands. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification for the reported aortic insufficiency is unknown and is not related to the broken conductor wire noted upon investigation.